Manufacturer narrative:
Physio-control replaced the therapy connector assembly to resolve the observed issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly and determined that the cause of the observed issue was that pin 1 was missing the inner sleeve. As a result there was a loss of the +5vcc (positive supply voltage) which prevented the device from knowing when and what type of connector, from either a hard paddles or quik-combo therapy cable assembly, was connected to the device.

Event description:
The customer contacted physio-control to report that their device presented excessive ECG noise during testing. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio control confirmed the reported issue and also observed that the unit would not detect any therapy cables were connected. As a result, defibrillation therapy would not be available.